Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: randy had a "check IV set" alarm on lvp8100 sn (B)(4). Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: I instructed (B)(4) to run analog sensor test to find a defective pressure sensor and replace it. (He did not have his lap top to open system maintenance program at the time). He knows how to run analog sensor test and will do so. If he still needs assistant, he will call me back. (B)(4).